Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the camera on the mako system would not function and the case had to be cancelled.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct section and to update sections based on the results of investigation. Reported event: camera - polaris spectra fault light failure. Method & results: device evaluation and results: device evaluation was performed at the customer site and the camera - polaris spectra event was confirmed (device was confirmed to be defective) and was returned to the supplier for rework / repair. Device history review: not performed as the camera - polaris spectra is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding fault light failure of p/n: 207335 lot #: p7-05836. There have been no other events for the referenced lot number. Trend request for this part number has been submitted (trend request #767). Conclusions: the camera - polaris spectra is an OEM device. Upon receipt, the device was evaluated per (B)(4) camera - polaris spectra and the reported event was confirmed (device was confirmed to be defective). Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #767 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the camera on the mako system would not function and the case had to be cancelled.